Manufacturer narrative:
The system was examined and the reported event was replicated. The communication cable to the aux illuminator was accidently disconnected by the customer. The cable was reconnected and was determine to have functioned as intended. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 22, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an disconnected communication cable to the aux illuminator module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system did not recognize the tubing and that the lower illuminator light did not work during a vitrectomy surgery. They were able to get the system to recognize the tubing without replacing the consumables. They used an alternate light source to complete procedure. There was no harm to the patient.